Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The troubleshooting was performed for blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Insert battery alarm did not display on insulin pump screen. The customer was advised to insert new battery and display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4)